Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed a hematoma in the device pocket of this cardiac resynchronization therapy defibrillator (crt-d) possibly due to a fall or trauma. A pocket revision procedure was performed. The crt-d remains in service. No additional adverse patient effects were reported.